Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they are unable to clear it. Customer stated that they went swimming with the insulin pump on them. Customer's blood glucose reading at the time of the call was 232 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.